Event description:
It was reported that while using the bd microlance 3 needles coring is occurring. The following was recieved by the initial reporter: verbatim: "I have asked them if this was specific for this lot or if they experience it as a general issue, and they answered that: we feel that this generally happens a little from time to time, even if we haven't checked the lot number every time. They have saved another product w same issue but from another lot. " coring when using the needle in preparetion

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that while using the bd microlance 3 needles coring is occurring. The following was recieved by the initial reporter: verbatim: "I have asked them if this was specific for this lot or if they experience it as a general issue, and they answered that: we feel that this generally happens a little from time to time, even if we haven't checked the lot number every time. They have saved another product w same issue but from another lot. " coring when using the needle in preparetion